Event description:
Rptr states, "when dr impacted insert onto baseplate, the front locking tab bent out not engaging locking mechanism." There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. A DHR review for this lot of inserts found no discrepancies during manufacture.